Event description:
It was reported that the patient underwent replacement surgery for the removal and replacement of ams 800 artificial urinary sphincter due to unspecified reason. Additional information received that the ams 800 stopped working due no pressure in the system and the cuff did not completely close the urethra. The patient condition post procedure was fine.